Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device has an abnormal reboot during the operations check. There was no reported patient involvement.